Event description:
It was reported that the patient presented for ICD upgrade. Initial rv lead placement was not optimal and was repositioned. After the second fixation, patient's blood pressure dropped and fluoro showed perforation. Echocardiogram confirmed pericardial effusion. After successful pericardiocentesis the patient was in stable condition. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.